Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in the clinic to upgrade their old controller to the new controller 2.0.  The new controller was found to have a 'bad power port' and neither a battery nor an ac adaptor were able to be connected to the port.  The controller was replaced with another new controller 2.0.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed. The results of the analysis revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. If information is provided in the future, a supplemental report will be issued.